Event description:
During routine telephone pacemaker monitoring, sensing and capturing failed to function properly. Pacemaker evaluated at dr's office. Despite increasing the pulse width and amplitude, the pacemaker would not capture the myocardium and despite decreasing sensitivity to the lowest setting, the pacemaker failed to sense. Chest x-rays showed evidence of lead fracture. Pt had new pacemaker lead implanted. Old pacemaker lead was capped and left in pacemaker pocket. Proper pacing and sensing were observed.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.